Event description:
The customer noticed a burning smell coming from the biopsy system during a breast procedure and the system delivered a vacum error code. The customer cycled the power on the device and managed to complete the procedure with no pt consequence. The device was returned for service and repair.